Event description:
The pt received the scs system on (B)(6) 2007. It was reported that during the revision/explant procedure on (B)(6) 2011, to add additional leads for improved coverage, the physician elected to replace the implanted ipg with a different ipg per pt's complaint of pain at the implant site due to the size of the implanted ipg. The pt reported good coverage and comfortable stimulation post-operative. No further pt complications were reported.

Manufacturer narrative:
Evaluation: results: the returned product was received with damage on the silicon antenna cover which is consistent with explant damage. The product communicated with a lab ppg. There is no alleged device failure to meet specification, no further testing was performed as testing alone cannot determine pain due to size. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.